Manufacturer narrative:
Submit date: 10/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the green led was not lighting up. The pump was programmed for 150 ml/hr for a volume of 30 ml for flow rate/volume testing. The feed wheel was barely rotating and did not delivered even 15 ml of the 30 ml it should have in 12 minutes.